Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12 atms. The number of inflations and to what atms is unknown. The lesion was located in the calcified and 99% stenotic left anterior descending (lad) coronary artery. The procedure was completed with this device. No patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.